Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microtainer® map microtube for automated process, k2 edta 1.0 mg has been clotting. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: ¿over the last 48 hours, collections from using map from babies in nicu, from various nurses and medical staff have been clotting. Staff confirms they have been mixing the sample. On one occasion, the nurse noticed the clotting immediately when filling the map tube.¿

Manufacturer narrative:
The following fields have been updated with additional information: g.5. Date received by manufacturer. 09 nov 2022.

Event description:
It was reported when using the bd microtainer® map microtube for automated process k2 edta 1.0 mg have been clotting. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: ¿over the last 48 hours. Collections from using map from babies in nicu, from various nurses and medical staff have been clotting. Staff confirms they have been mixing the sample. On one occasion, the nurse noticed the clotting immediately when filling the map tube.¿

Event description:
It was reported when using the bd microtainer® map microtube for automated process k2 edta 1.0 mg have been clotting. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: ¿over the last 48 hours. Collections from using map from babies in nicu, from various nurses and medical staff have been clotting. Staff confirms they have been mixing the sample. On one occasion, the nurse noticed the clotting immediately when filling the map tube.¿

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-11-18. H.6. Investigation summary: bd received 100 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to clotting were observed. Bd was unable to confirm the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the complaint lot samples. All samples (customer returns and controls) demonstrated clinically acceptable performance for all visual observations evaluated. Laboratory analysis of samples indicated that these tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to clotting were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.